Event description:
Customer reported that surgeon experienced an issue with a opo71 lot cm01723 during a surgery.the tubing pack had an irrigation issue. Irrigation did not stop. Customer believes the problem might be due to the opo71. Patient experienced a broken capsule that required a vitrectomy.

Manufacturer narrative:
(B)(4):account reported that tubing pack was discarded.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Visual acuity was 10/10. Pinhole 2 with correction. The iol placed in the sulcus was decentered. No known consequences to patient surgeon reported that he does not expect issues with night vision either. A review of manufacturing record review of the product shows that all tubing sets were released within specification when the lot was completed. Methods and results updated based on the new information. (B)(4).

Manufacturer narrative:
Corrected data: the manufacturer report number should have been 2648035. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Correction: manufacturing date. Expiration date. Placeholder.

Manufacturer narrative:
Additional conclusion code was added for the manufacturing record review. Placeholder.

Manufacturer narrative:
Manufacturing date is september 2013. Placeholder.